Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in tubing/chamber. The patient alleged device is not working properly. The patient also alleged headache. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles in tubing/chamber, other thermal issues, device is not working properly, headache. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal investigation, unknown white, and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box, unknown white, and tan contamination in the iso port (international organization of standardization), light dust-like contamination on top of the blower motor and the blower motor seal, black contamination, consistent with keratin, at the air outlet of the blower box, tiny unknown brown and white specks of contamination on the bottom of the blower box, tiny unknown black (inconsistent with degraded sound abatement foam), brown specks of contamination in the bottom enclosure, black residue on inside of enclosures from external and internal inspection. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source.